Event description:
The reporter stated the surgeon inserted and removed a micl13.2mm implantable collamer lens in 2009. Lens was removed due to torn haptic. No widened incision or sutures required. No patient injury. Another same model and size lens was implanted. Reporter stated it was a loading error.

Manufacturer narrative:
Visual inspection of the returned product found each haptic has piece torn off and missing. There was evidence of clear surgical residue.